Manufacturer narrative:
This event was determined to be a supplemental to MFR # 2916596-2024-02965. Investigation findings will be reported under there.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged in july, but the patient was not in the hospital at the time. There were consistent low voltage/connect power alarms and the patient cleaned the battery clips and batteries with no resolution. The system controller exchange resolved the event.